Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Journal article received: growth-sparing spinal instrumentation in skeletal dysplasia; karatas af, dede o, rogers k, ditro cp, holmes l, bober m, shah sa, mackenzie wg.; spine (phila pa 1976) 2013 aug 5; epub ahead of print; reported: a retrospective study of five boys and seven girls with skeletal dysplasia who underwent distraction-based, growth-sparing spinal instrumentation (gssi). Mean age at initial instrumentation was 5.4 years. Mean follow-up was 4.7 years with a median number of seven lengthening procedures conducted during the follow-up period. Nine patients were treated with growing rods; three were treated with vertical expandable prosthetic titanium rib (veptr; synthes). The findings of children treated with veptr included a male patient with the diagnosis of congenital spondyloepiphyseal dysplasia. Reported complications included alignment of proximal junctional kyphosis and hook and screw dislodgement which was revised during a planned surgery. The authors concluded that gssi in patients with skeletal dysplasia have a high revision and complication rate. However, the patients had well controlled deformities, achieved some trunk growth and delayed fusion surgery. This report is for an unknown veptr device. A copy of the journal article is being submitted with this medwatch. This report is 1 of 1 for complaint (B)(4).